Manufacturer narrative:
Qn#(B)(4). Although the lot number was not reported, a potential lot number was found through sales history. The potential lot number is 73k2000550. Per DHR the product hemolok ml clips 6/cart 84/box lot# 73k2000550 was manufactured on 10/26/2020 a total of (B)(4) pieces. Lot was released on 11/12/2020. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the cartridge was returned with no clips remaining. A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips were remaining in the returned cartridge. The reported complaint of "loaded clip is insecurely seated" was not confirmed based upon the sample received. One cartridge was returned, but no clips were remaining in the cartridge. Since no clips were returned, the reported complaint issue could not be confirmed and a probable cause could not be determined.

Event description:
A clip fell from the applier immediately after it was loaded before the procedure. Therefore, a new cartridge was used instead. The fallen clip was lost.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
A clip fell from the applier immediately after it was loaded before the procedure. Therefore, a new cartridge was used instead. The fallen clip was lost.